Event description:
It was reported that patient experienced recurring incontinence with his artificial urinary sphincter (aus) device. A surgical procedure was performed in which the cuff and pump were explanted and a new pump and tandem cuff were implanted. There was no leak in the system. The balloon was not exchanged. No information regarding the patient outcome was provided.